Event description:
The reporter stated in medwatch (B)(4) that the nursing staff tested the muscle stimulator box prior to its use on a pt. It was not functioning. Another box was obtained. No harm to the pt or staff was reported. There was no delay in pt care. Integra has made multiple requests for additional identifying info for this device. To date no info has been provided. The reported device model number refers to a unit that is thought to be in excess of ten years old.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.